Event description:
The customer called for help with her new breeze2 meter. While performing control tests, she received a result of 13 mg/dl. The normal control range was 91-125 mg/dl. No adverse events were alleged. The test strips and meter are to be returned for evaluation. A replacement breeze2 meter kit was sent to the customer.